Event description:
Boston scientific corporation was made aware of an event in which the subject device occluded completed within two minutes of deployment. It was reopened by traversing with a guidewire, and giving more heparin. Balloon angioplasty of residual platelet aggregates performed. The subject device completely opened. About 10 minutes later the subject device started to develop large platelet aggregates again. Poor result due to increasing platelet aggregates, despite premedication, asa 325, plavix and act ~250. Patient placed on integrilin. No symptoms developed to date.